Event description:
It was reported that (3)512xd were used during a laparoscopic gastric procedure. It was reported by the affiliate that during the procedure, three shafts of the (3) trocars 512xd used were broken. A piece of the shaft fell into the pt and the surgeon was not sure of removing all the pieces. There was no consequence to pt.